Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of over 500 mg/dl; cause was not known. Reportedly, customer attempted to self-treat via manual dose injection, however was treated intravenously with fluids of saline and insulin. At the ER. Customer was released from the ER the same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.